Event description:
The lead was removed on (B)(6) 2010 due to infection. The procedure took place at (B)(6) hospital, (B)(6) mn. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).